Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the frame of the 9jylt to be bent, most notably at both caster head tubes and the left armrest. The underlying cause could not been identified.

Event description:
Dealer is stating that the frame is bent on the chair.